Event description:
It was reported that during a patient event, following the arrival of the customer, the device was connected to the patient but would not power on. The customer applied their backup AED within one (1) minute of the initial failure and the device prompted "no shock advised." The customer continued with CPR and the device then prompted that a shock was advised. The backup device delivered two successful defibrillation shocks. By the time that the second defibrillation shock was delivered, the local ems department continued care. The patient was pronounced deceased at the arrival to the hospital. The customer advised that they believe that the failure of the initial device to power on did not have any effect on the outcome of the patient.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Physio-control performed a clinical evaluation on the reported event. The clinical evaluation determined that the reported failure likely did not contribute to the outcome of the patient. The healthcare provider on scene indicated that the device malfunction likely did not contribute to the patient outcome.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The cause of the reported failure was determined to be a failure of an integrated circuit chip, designator u4 from the digital pcb assembly. It was also observed that the on/off button was physically damaged, but this was not a contributing factor in the reported failure.